Event description:
It was reported that prior to the implant procedure, this device exhibited a battery status of battery capacity depleted and no additional programming could be performed. The physician elected to exchange the device to resolve the event. The device is expected for analysis, but has not yet been received.

Event description:
It was reported that prior to the implant procedure, this device exhibited a battery status of battery capacity depleted and no additional programming could be performed. The physician elected to exchange the device to resolve the event. The device was received for analysis.

Manufacturer narrative:
The returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Battery testing revealed the battery status was at beginning of life. The device passed automated electrical testing and was found to be operating normally. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.